Event description:
It was reported that powerpicc solo catheter developed mechanical occlusions(kinking) in-situ after insertion. The insertion was unremarkable with no difficulties, flushed and aspirated without resistance on insertion but patient developed occlusion.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed but the exact cause remains unknown. One radiographic image of a catheter within a patient was provided for evaluation. The catheter appears to be inserted in the left arm. The catheter winged hub and a two-pronged securement device are visible. The catheter tubing distal to the securement location appears to create a kink and twist over itself. The condition of the catheter could not be clearly inspected due to the lack of a physical sample. Based on the description of the reported event and image provided, possible contributing factors include placement location, securement method, and movement of the catheter within the patient leading to kinking. Since the radiographic image appears show a kink in the tubing, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr3467 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc solo catheter developed mechanical occlusions(kinking) in-situ after insertion. The insertion was unremarkable with no difficulties, flushed and aspirated without resistance on insertion but patient developed occlusion.